Manufacturer narrative:
The t:slim pump user guide states "incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose of 40 mg/dl. Bg was treated with food and intravenous fluids. Reportedly, customer inadvertently set the pump basal rate to 8 units per hour instead of the intended rate of 0.8 units per hour. The customer successfully corrected the basal rate within pump settings. The customer left the emergency room in stable condition (bg 200 mg/dl) a few hours later.